Manufacturer narrative:
Findings: the information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary it was reported that the customer passed away in hospital on september 05, 2017. The customer was hospitalized on (B)(6) 2017. The cause of death was the customer fell, broke his ribs, and got (B)(6). The caller stated that the customer had (B)(6) that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death, within less than 48 hours. The pump had been disconnected by the hospital staff. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was the customer fell, broke his ribs, and got (B)(6) . The caller stated that the customer had (B)(6) that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death, within less than 48 hours. The pump had been disconnected by the hospital staff. The customer was not using sensors. The caller declined to return the insulin pump for analysis.